Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an scr procedure performed on an (B)(6) year-old female, the powerasp was unable to cut bone from the start of the surgery. The swivelock fell off and the inserter shaft was loose and not fixed; the issue did not resolve when it was returned to the base of the inserter. The procedure was completed using a new product with no patient harm reported.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400pr was received for investigation. Visual inspection identified internal damage to the outer hub. The retaining ring appeared chipped, as if attempts were made to open the internals of the hub through removing the retaining ring. Functional testing with an ar-8305 console and an ar-8330h handpiece revealed that the ar-8400pr was responsive in all modes, but rotated off-axis. Further visual inspection confirmed that the cam spring was not present, accounting for improper functionality observed. Due to the returned condition of the device, it cannot be confirmed that the spring was missing due to a manufacturing defect. The cause remains undetermined, although a probable cause can be attributed to mishandling.